Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced a pairing failure between a dexcom g7 sensor and their insulin pump, with the sensor not connecting initially until the user performed a magnet application, bluetooth toggle, and restarted the sensor, after which the sensor connected and functioned as expected. Symptoms included no adverse physiological effects and blood glucose was reportedly not affected. Outcomes included restoration of sensor connectivity without medical intervention or hospitalization. Investigation included user-guided troubleshooting and confirmation of successful reconnection following sensor restart and communication reinitiation steps. Investigation of this case revealed a transient communication pairing issue without evidence of sensor malfunction once restarted. It was concluded, based on previously established findings for similar reports, that the cause was likely a temporary connectivity or setup issue resolved through standard troubleshooting.